Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, diopter 13.50/+2.0/106 into the patient's left (os) eye. On (B)(6) 2017 the lens was explanted due to elevated iop. On (B)(6) 2017 the lens was exchanged for the same length and similar diopter lens. The problem is resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a lens vial. Visual inspection found optic torn, haptic torn, and a piece of the haptic missing. (B)(4).